Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump¿s touchscreen became unresponsive while powered on, with the display visible and the screen unlocked; the patient noted a small chip on the screen and confirmed that placing the device on the charging pad restored touch response, but interaction attempts off the pad were unsuccessful, and a replacement device was arranged. Symptoms included no reported changes in blood glucose, and the patient maintained therapy using backup pens. Outcomes included interruption of normal device use without injury or hospitalization. Investigation included guided troubleshooting such as cleaning the screen, confirming screen status, attempting third-party interaction, verifying mobile app sync, and assessing function on a charging pad. Investigation of this case revealed a touchscreen input failure associated with a physically damaged display surface, consistent with a defective or damaged screen component that limited user interaction. It was concluded, based on previously established findings for similar reports, that the cause was device component damage leading to touchscreen malfunction.